Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she recently had a blood glucose level above 500 mg/dl and the insulin pump did not alarm her. The customer stated that she had been having problems with absorption and has not been receiving no delivery alarms. The customer stated that she had a blood glucose level of 368 mg/dl the night before the call and she had to change her site multiple times. The customer also stated that the week prior to the call, when she had a blood glucose level of 500 mg/dl, she did not receive a no delivery alarm. Customer stated that it took most of the evening for her blood glucose level to come down and she tried several different infusion sets. The customer stated she was nauseous and had trouble breathing and was still at 300 mg/dl at midnight. The customer stated that her most recent blood glucose level was 368 mg/dl at the time of the call, which she declined to troubleshoot for. The customer will not return the device for analysis.